Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a contralateral approach to a totally occluded left common iliac/external/common femoral. The physician was able to gain access subintimal with stiff glide wire, and advanced the trailblazer with the wire through the subintimal tissue to the left sfa. The physician removed the glide wire and performed angio via the trailblazer catheter and confirmed sfa true lumen. The physician then advanced a wire through the trailblazer. When removing the trailblazer only part of it was removed, leaving distal portion in patient. The patient taken to surgery to remove the portion of the trailblazer catheter and to perform a fem-fem bypass.